Event description:
It was reported that the patient experienced ventricular tachycardia (vt) and ventricular fibrillation (vf). It was noted that the epicardial right ventricular (rv) lead exhibited oversensing with noise, lack of capture, infinite impedance measurements, and a fracture was confirmed. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.